Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1211 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova (B)(6). The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release. A potent combination of aldehydes and alcohol solutions are used to chemically sterilize all tissue valve products at lnc. The chemical sterilization process is continually validated to deliver a sterility assurance of level (sal) of 10-6. Validation is in compliance with the international standard iso14160:2011. A worst-case chemical sterilization process is validated by utilizing lower-strength sterilant, shorter sterilization times, and inoculation with a high number (106 cfu) of spore-forming bacteria (e.g. Bacillus atrophaeus). Vegetative bacteria, such as enterococcus, are more susceptible to chemical sterilization than the bacterial spores used to validate the process. Trained operators wearing cleanroom appropriate attire chemically sterilize the valves in environments that are separated from an iso class 8 cleanroom to maintain asepsis. Mitroflow and crown valves are chemically sterilized within a vaporous hydrogen peroxide (vhp) decontaminated isolator. Perceval and solo valves are chemically sterilized within a steam sterilized circuit with filter sterilized solutions. All products are sterilized for a longer time than what was successfully validated to ensure a delivery of a minimum sal of 10-6. All products are packaged aseptically in vhp decontaminated isolators using steam sterilized jars and closures. The filter-sterilized packaging solutions used are either biocidal (for mitroflow/crown) or biostatic (for perceval/solo). After each packaging event, the asepsis of the isolator is monitored with surface microbial plates. All plates must have no growth for the aseptic packaging to be verified. Sterility release of product includes review of the critical parameters. These include: sterility testing, bacterial endotoxin testing, isolator environmental monitoring, sterilization temperature and duration, sterilant composition analysis, and filter integrity testing. The specification for each of the parameters must be met before product can be released. Based on the results of the document review performed, and the robustness of the sterilization process described aboved - specifically in relation to vegetative bacteria such as enterococcus - it is not feasible that the e. Faecalis identified in the patient's blood culture originated from the implanted perceval valve. Furthermore, based on the available event information, the patient experienced a gastrointestinal bleed due to the procedure on the day of the implant. The patient's positive blood culture can reasonably be related to this event, and the event is therefore considered to be related to the patient's unique clinical condition and risk factors, and not related to the device. In the perceval instructions for use it is stated that: "the risks or potential adverse events (in alphabetical order) associated with cardiac valve replacement with a bioprosthesis include, but may not be limited to: angina, cardiac arrhythmia, cardiac tamponade, endocarditis, heart failure." The event is therefore a known, inherent risk of the procedure. No autopsy performed - not explanted.

Event description:
A perceval size 27 was implanted on (B)(6) 2018. The patient developed gastrointestinal bleeding, reportedly due to a mucosal tear in the stomach after insertion of a ngt which was treated with clipping via gastroscopy. At discharge, the prosthesis was functioning well with a mildly elevated mean gradient. Signs of infection were reported at this time. The patient was readmitted on day 59 because of dyspnea, nyha fc IV and diagnosed with endocarditis (echocardiogram showed vegetations in the bioprosthetic aortic valve and mitral insufficiency. Blood culture was positive for e. Faecalis.) The patient was started on antibiotics and refused double valve replacement. He went into sepsis and expired after 5 days. The patient was on anticoagulants starting the day after valve implant up to study termination.